Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken striated on radius side assessed, as surgical damage. And missing piece of shell assessed as inconclusive. No further actions are required, as no manufacturing issues are observed.

Event description:
Hcp reported, right side rupture. The device has been removed.

Manufacturer narrative:
Continued: h6- f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Healthcare professional reported right-side rupture. The device has been removed.